Event description:
Info received indicates the siderail will not latch when raised.

Manufacturer narrative:
The technician found the siderail latch was bent. The technician replaced the siderail latch assembly to repair the bed.